Manufacturer narrative:
(B)(4). S been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hypoglycemia. Customer's blood glucose value was 2.6 mmol/l. Customer declined troubleshooting for low blood glucose. The customer was treated with food intake. Customer was not use auto mode features. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The device will not be returned for analysis.